Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator would not turn on. Patient involvement: no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date of report : 03jun2019, date rec¿d by MFR : 05apr2019. The customer stated that the power supply and battery were replaced to address the reported issue and the ventilator is working. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.